Event description:
While reviewing the compact plus device memory, pt reported finding back-to-back results of 72 mg/dl, 62 mg/dl, and 100 mg/dl. Pt did not indicate if therapy was modified based on these values. No pt injury was reported. Qc testing was not performed on the compact plus system. Pt did not provide the location where the discrepant results were obtained. Technical support requested the return of the suspect product and replacement product was shipped. Compact plus system: meter compact strip lot 20655441 with expiration date 05/31/2008.

Manufacturer narrative:
The compact test drum is the suspect product.